Event description:
Surgeon was performing an incisional hernia repair robotic assisted using the robotic large suture holder. The cable on the robotic large suture holder broke with no injury to the patient. The instrument was removed and replaced to continue with surgery. The lives on the instrument were noted and a broken tag was applied. Risk was called. The instrument was placed in the risk bin at the or front desk. Sterile processing department (spd) was called to inform them of the instrument damage.